Manufacturer narrative:
An outside of the united states (ous) customer reported observation of an elevated atellica im total hcg (thcg) result which was discordant relative to repeat testing. Siemens reviewed the instrument data and the information provided by the customer. Reagent issues were ruled out following a review of valid calibration and qc data, which showed recovery within acceptable ranges. No issues were reported with other patient samples. A review of autocheck data ruled out any instrument-related problems. Sample and reagent trace files were reviewed which showed no evidence of hardware issues affecting the delivery of thcg reagents or the 25 l sample volume. Internal reagent release data confirmed that atellica im thcg lot 029363 met all manufacturer specifications. Based on the available information, the cause of the discordant result was unable to be determined. A product problem has not been identified. The customer is operational, and the reported issue was resolved by routine troubleshooting.

Event description:
The customer reported observation of an elevated atellica im total hcg (thcg) result which was discordant relative to repeat testing when using lot# 363. An initial elevated result was obtained for the patient sample in question. The elevated result was not reported to the physician(s). The same sample was retested twice using an alternate atellica ci analyzer and the atellica im analyzer, both of which consistently produced significantly lower results. The lower results were considered correct based on the clinical status of the affected patient and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.